Manufacturer narrative:
Philips service replaced the p1 and p2 power supplies and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that automatic shutdown occurred due to power supply overheating on an integris allura 15 & 12 monoplane. The clinical use of the system was outside of use. There was no reported patient or user harm.